Event description:
It was reported that a homechoice automated pd set with cassette leaked from an unspecified location. This occurred during priming of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one (1) actual sample was received for evaluation. A visual inspection identified a crack in the cassette. Functional testing was not performed because the failure was easily identifiable through visual inspection. The reported condition was verified on the actual sample. The cause of the condition could not be determined. Twelve (12) retention samples were also visually inspected with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.